Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis secondary to inflammation of fallopian tubes from nickle') and pelvic pain ('pain pelvic') in a female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, external hemorrhoids and hemostasis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6) 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, constipation, vulvovaginal dryness, migraine, allergy to metals and genital cyst outcome was unknown and the fatigue, eczema and alopecia had resolved. The reporter considered allergy to metals, alopecia, constipation, eczema, fatigue, genital cyst, migraine, pelvic pain, salpingitis and vulvovaginal dryness to be related to essure. The reporter commented: current weight: 226 lbs. Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Expected fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: . Eczema, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: medical record received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Event: chronic salpingitis secondary was added from mr. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salphingitis secondary to inflammation of fallopian tubes from nickle') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, external hemorrhoids and hemostasis. Essure confirmation test conducted, specify everything looks good and they blocked like they should date of communication. (B)(6)2017. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6)2019 and spironolactone since 2014. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced the first episode of allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6)2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6)2017, the patient experienced hair loss ("hair loss/ thinning hair"). In (B)(6)2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives"), rash papular (",red spot , itchy bumpy rash/ rashes that never go away"), hair thinning ("hair thinning"), the second episode of allergy to metals ("nickel allergy"), flatulence ("gas pain") and pelvic discomfort ("feels like pressure"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the salpingitis, genital cyst, rash papular, flatulence and pelvic discomfort outcome was unknown, the pelvic pain, constipation, fatigue, vulvovaginal dryness, migraine, eczema, hair loss, abdominal pain and urticaria had resolved and the hair thinning was resolving. The reporter considered abdominal pain, constipation, eczema, fatigue, flatulence, genital cyst, hair loss, migraine, pelvic discomfort, pelvic pain, rash papular, salpingitis, urticaria, vulvovaginal dryness, the first episode of allergy to metals, hair thinning and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 226 lbs. Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Imaging procedure - on (B)(6)2013: results: total bilateral occlusion. Expected fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: . Eczema, alopecia. Concerning the injuries reported in this case, the following ones were reported from social media report-pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received. Reporter information updated. New event - feels like pressure was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salphingitis secondary to inflammation of fallopian tubes from nickle') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, external hemorrhoids and hemostasis. Essure confirmation test conducted, specify everything looks good and they blocked like they should date of communication. (B)(6) 2017. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6) 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6) 2017, the patient experienced hair loss ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives"), rash papular (",red spot , itchy bumpy rash "), hair thinning ("hair thinning"), the second episode of allergy to metals ("nickel allergy") and flatulence ("gas pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, genital cyst, rash papular and flatulence outcome was unknown, the pelvic pain, constipation, fatigue, vulvovaginal dryness, migraine, eczema, hair loss, abdominal pain and urticaria had resolved and the hair thinning was resolving. The reporter considered abdominal pain, constipation, eczema, fatigue, flatulence, genital cyst, hair loss, migraine, pelvic pain, rash papular, salpingitis, urticaria, vulvovaginal dryness, the first episode of allergy to metals, hair thinning and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 226 lbs. Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Imaging procedure - on (B)(6) 2013: results: total bilateral occlusion. Expected fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: . Eczema, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Event: hair thinning, hives,red spot , itchy bumpy rash , nickel allergy and gas pain were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6) 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, constipation, vulvovaginal dryness, migraine, allergy to metals and genital cyst outcome was unknown and the fatigue, eczema and alopecia had resolved. The reporter considered allergy to metals, alopecia, constipation, eczema, fatigue, genital cyst, migraine, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: current weight: 226 lbs approximate weight at the time of essure placement: 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salphingitis secondary to inflammation of fallopian tubes from nickle') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, external hemorrhoids and hemostasis. Essure confirmation test conducted, specify everything looks good and they blocked like they should date of communication. (B)(6) 2017. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6) 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominl pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, allergy to metals and genital cyst outcome was unknown and the pelvic pain, constipation, fatigue, vulvovaginal dryness, migraine, eczema, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, constipation, eczema, fatigue, genital cyst, migraine, pelvic pain, salpingitis and vulvovaginal dryness to be related to essure. The reporter commented: current weight: 226 lbs. Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Imaging procedure - on (B)(6) 2013: results: total bilateral occlusion. Expected fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: . Eczema, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: fu 5 and 6 are processed together. New event abdominal pain was added. Outcome of events, "gi conditions, migraine/headache, abdominal pain, pelvic pain and vaginal dryness were changed to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis secondary to inflammation of fallopian tubes from nickle') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, external hemorrhoids and hemostasis. Essure confirmation test conducted, specify everything looks good and they blocked like they should date of communication. (B)(6)2017. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since may 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced the first episode of allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and genital cyst ("reproductive system disorder or condition ¿ cysts"). In june 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In january 2017, the patient experienced hair loss ("hair loss/ thinning hair"). In august 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urticaria ("hives"), rash papular (",red spot , itchy bumpy rash/ rashes that never go away"), hair thinning ("hair thinning"), the second episode of allergy to metals ("nickel allergy"), flatulence ("gas pain") and pelvic discomfort ("feels like pressure") and was found to have blood pressure measurement ("blood flow/blood pressure issue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, genital cyst, rash papular, flatulence, pelvic discomfort and blood pressure measurement outcome was unknown, the pelvic pain, constipation, fatigue, vulvovaginal dryness, migraine, eczema, hair loss, abdominal pain and urticaria had resolved and the hair thinning was resolving. The reporter considered abdominal pain, blood pressure measurement, constipation, eczema, fatigue, flatulence, genital cyst, hair loss, migraine, pelvic discomfort, pelvic pain, rash papular, salpingitis, urticaria, vulvovaginal dryness, the first episode of allergy to metals, hair thinning and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 226 lbs approximate weight at the time of essure placement: 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Imaging procedure - on (B)(6) 2013: results: total bilateral occlusion. Expected fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: . Eczema, alopecia. Concerning the injuries reported in this case, the following ones were reported from social media report-pelvic discomfort quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event blood flow/blood pressure issue was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dapsone (aczone) since 2016, estradiol since (B)(6) 2019 and spironolactone since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and eczema ("rashes or skin conditions ¿ I was told eczema"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines/headaches") and cyst ("reproductive system disorder or condition ¿ cysts"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition ¿ constipation"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal dryness ("hormonal changes ¿ vaginal dryness have now been put on estradiol 0.01%"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, constipation, vulvovaginal dryness, migraine, allergy to metals and cyst outcome was unknown and the fatigue, eczema and alopecia had resolved. The reporter considered allergy to metals, alopecia, constipation, cyst, eczema, fatigue, migraine, pelvic pain and vulvovaginal dryness to be related to essure. The reporter commented: current weight: (B)(6). Approximate weight at the time of essure placement: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received. Lot number added. Event injury was updated and new events: fatigue; gastrointestinal or digestive system condition ¿ constipation; hair loss; hormonal changes ¿ vaginal dryness, have now been put on estradiol 0.01%; migraines/headaches; nickel allergy; pain; rashes or skin conditions ¿ I was told eczema stopped as soon as removing the coils; reproductive system disorder or condition ¿ cysts, hair loss, pelvic pain were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant condition, drugs and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.